Manufacturer narrative:
Conclusion: device investigations did not reveal any device defect or problem which is expected to have been present whilst implanted. Mechanical damages found during investigation are attributable to the removal surgery. This finding was expected, because according to the patient report the active electrode migrated post-operatively outside of the cochlea, as confirmed by post-operative diagnostic imaging. The investigation results appear to match the problems mentioned in the recipient report. This is a final report.

Event description:
The user noticed that the hearing on the left ear dropped acutely in 2019. The CT scan taken in march 2019 after the reported decreasing in hearing performance showed 3 to 4 electrodes have migrated out from the cochlea.the has been re-implanted.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user noticed that the hearing on the left ear dropped acutely in 2019. The CT scan taken in (B)(6) 2019 after the reported decreasing in hearing performance showed 3 to 4 electrodes have migrated out from the cochlea.